Event description:
It was reported that upon interrogating the device, alert message "hv lead impedance out of range" was displayed. There was also a warning indicating possible output circuit damage. Technicial services discussed that the device would need to be replaced as the output circuitry had been damaged. It was also discussed that the output circuit damage may have been caused by a damaged lead. Technical services requested that both the device and lead be returned for analysis. As a result, the ICD, rv and lv leads were explanted.